Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in 2009 in the pt's left (os) eye. The lens was explanted in at approx 3 weeks later, due to excessive vaulting. The lens was exchanged for a shorter lens.